Manufacturer narrative:
Follow-up #1 date of submission 11/16/2015 device evaluation:the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: a review of the black box data showed two reboots after a low battery warning and a replace battery alarm. A visual inspection of the pump showed that the battery compartment was cracked. No damage was found to the returned battery cap. The cap was able to attach to the pump and the pump was then exercised for 24 hours with no power loss. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. It was reported the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.